Event description:
The article lists information suggesting a pediatric patient included in the retrospective review experienced a catheter migration (slippage/pullout) complication. The author indicated catheter related complications, such as occlusion, resulted in acute baclofen withdrawal or lack of drug effect. Surgery was required to resolve. No additional information concerning event resolution and patient outcome was provided. Journal reference: vender, jr., et al. "Identification and management of intrathecal baclofen pump complications: a comparison of pediatric and adult patients." Journal of neurosurgery. 104 (1 suppl): 9-15.